Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. The customer¿s blood glucose level was 468 mg/dl. The customer¿s blood glucose level was 232 mg/dl at the time of call. The insulin pump was not on auto mode at the time of incident. The insulin pump passed self test, high pressure test and displacement verification test. The insulin pump will not be returned for analysis.